Event description:
A distributor contacted heartsine to report that a customer¿s device was not powering on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Correction of initial report: emdr data of MFR number 0003015876-2023-00663 indicates: FDA registration number 0003015876 - medical (physio). Emdr data should indicate: FDA registration number 3004123209 - medical (heartsine).